Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an routine inspection, the dyonics 25 control unit was not responding right and was over-pumping. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel. A functional evaluation was performed on the returned device and found p2 transducer failed pressure test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause is associated with an electrical failure. Factors that could have contributed to the reported event include a defective transducer. Based on this investigation, the need for corrective action is not indicated.